Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl as well as insulin pump was under delivering. Customer¿s current blood glucose was 210 mg/dl. Customer did experienced symptoms such as blurred vision. The customer treated with the manual injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because they had high blood glucose and after changing the set their blood glucose level was came down. The insulin pump will not be returned for analysis.